Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a routine follow up, the right ventricular lead exhibited low sensing and high thresholds. The lead was capped and replaced during a routine device change out procedure on (B)(6) 2015. The patient was noted to be in good condition before, during and post surgery.